Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was contaminated. This report is made based on results of investigation completed on 12/05/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/05/2013 with the following findings: evaluation revealed there were no loss of primes recorded in the black box. Investigators attempted a reload and prime received a no cartridge detected alarm. Investigators were unable to complete 24 hour test due to cs 163 alarm. Force sensor calibration reading was not in specifications. Investigators removed force sensor from pump and the force sensor was found to be contaminated. Force sensor resistance reading was out of specifications. (B)(4).